Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead impedance doubled and the threshold increased over the past year. The lead is being monitored. No patient complications were reported as a result of this event.

Event description:
It was reported the lead impedance doubled and the threshold increased over the past year. The lead is being monitored. No patient complications were reported as a result of this event. Additional information was received indicating the lead was replaced at the time of device changeout.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.